Event description:
Consumer called to report his meter is reading higher than what he feels. He stated that last night his wife had to call the paramedics because he was about to go into shock. Believes his higher readings are affecting his insulin therapy.